Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was able to confirm the issue - the unit was powered on with flickering uim screen. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the uim successfully. An operational verification procedure (ovp) was ran and all tests passed required criteria. The unit now meets factory specifications.

Event description:
It was reported to vyaire medical that the avea ventilator was powered on with flickering uim screen during est/uvt (extended systems test/user verification tests).

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.